Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board pcb and fluoroscopic functions board pcb were evaluated and replaced. The ps2 5vdc power supply was also adjusted and optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a communication failure error. This error is likely to result in a system lock up. No patient or user injury was reported.